Event description:
It was reported that during testing conducted at the manufacturer facility the device had disassembled, posing the risk of a small component being lost in a surgical site. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.